Manufacturer narrative:
The wire was returned to the manufacturer for evaluation. Visual inspection revealed the over-coil was coming off the core wire towards the distal end of the wire. An evaluation of the retention sample from the reported product code/lot# combination and two additional retention samples was conducted. There were no visual anomalies noted. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. While the exact cause of the reported event cannot be definitively determined based on the available information, the cause of the wire damage and the wire breaking is likely due to the wire being pulled back through the metal needle cannula. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "when using metal needle cannula do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
The user facility reported uncoiling of the wire during a procedure. Follow up communication with the user facility confirmed the following information: the case used a 5fr glidesheath; after the sheath was placed in the patient the dilator was removed and then the wire; upon pulling the wire out, it was noted that the tip of the wire was shredding and uncoiling; under fluro there was nothing observed to be broken off in the patient; the procedure outcome was good; and there was no patient injury or medical intervention required.